Event description:
Patient reported he had a blood glucose of 51 on (B)(6) 2019, at around 12pm. The patient had been fasting for over 16 hours. The patient was having a scope for his throat. The patient is prescribed a v-go 20 but he ran out of v-go 20 devices 2 days ago. The patient applied a v-go 30 because the patient was fasting,the nurse in pre-op holding gave the patient dextrose in his IV to treat the hypoglycemia.